Event description:
It was reported that through a review of notes in the patients medical history, it was noted that shortly after implant in 2005, the atrial lead exhibited high impedance and loss of capture. The lead was disabled at that time. During a routine device change out procedure, the entire lead was found to have dislodged and migrated into the pocket. The physician suspected twiddlers syndrome. The lead was explanted. No patient symptoms were reported.

Manufacturer narrative:
.